Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant the lead displayed high threshold. It was noted there was a "loading dose" of medication administered which may have been the cause. It was also reported that recently there were non-sustained episodes due to over-sensing of non-physiologic signals and the sensing integrity count was noted. Additionally reported, was potential erosion and the lead was excised followed by "reburial" of the lead and device. The device will be monitored for any further episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.